Event description:
It was reported in a total hip replacement procedure the patient had fracture, and the fracture location was unknown), the surgeon found that the matched srom trial had very different sizes with the srom femoral stem. It was found the trial was in the safe area above the fracture line, while the prosthesis was close to the fracture line during implantation. Then the surgeon changed another brand of femoral stem to complete the surgery, the surgery time was extended for 40 min.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Additionally, photos were provided for review. Photos of the complaint unit were forwarded to the cpd (commercialized product development) for further assessment. Visual analysis of the returned device found that the s-rom*neck trial 30 has signs of deformation and nicks at the entire surface. This type of damage is consistent with the device being in contact with other tools like; forceps, tweezers and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. It has been established that there is a congruence between the reported trial and implant product codes. It is a general principle that trials are designed to be smaller than the corresponding implants so that they can be easily inserted and extracted. The purpose of the trial is to allow the surgeon to ascertain the general fit; it is not designed to be affixed to the space. A dimensional inspection was performed and the device met specifications. The overall complaint was not confirmed as the observed condition of the s-rom*neck trial 30 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: specified dimension: base length = 0.540 +/- .005 in. Measured dimension: base length = 0.5405in  (complies). Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.